Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically improper bone preparation, excessive force, and/or incorrect surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2025, an arthrex subsidiary employee reported via email that two ar-3636 knotless 1.8 fibertak soft anchor was inserted into the bone hole but immediately came out. The case was completed with a replacement ar-3636 knotless 1.8 fibertak soft anchor. No specific details were provided regarding the type of surgery, bone preparation, or bone quality. There was no significant delay, no additional anesthesia administered, and no adverse effects noted. No photographs were taken to document the event. The issue was identified on (B)(6) 2025, with no patient harm reported.